Event description:
A report was received that the patient's lead was exhibiting high impedances. An x-ray revealed that the lead was dislodged from the head of the ipg. A revision procedure has been scheduled.